Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal mammary artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod pc through the lantern in the target vessel, the physician noticed that the pusher assembly of the pod pc was kinked; therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.